Manufacturer narrative:
Additional information has been requested. No new information has been received to date. A supplemental report will be sent if additional information is received.

Event description:
Medtronic received information that approximately one year and one month post implant of this annuloplasty ring in the mitral position, it was replaced for reasons unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.